Event description:
The customer reported the hemoglobin (hgb) background was failing in the hmx al analyzer. The customer also reported the instrument was locking up. The issue occurred on background counts only; the customer did not report patient results.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse confirmed there was a buildup of film in the wbc bath and on the hgb lamp. The fse replaced the wbc bath and hgb lamp resolving the issue. (B)(4).

Manufacturer narrative:
Based on root cause, the suspect product was identified to be the reagent(s) used with the instrument. Subsequent products are provided here; it is unknown which lots were in use at the time of the event. Therefore, expiration date and device manufacturing date are also unknown for this event. Brand name: coulter isoton iii diluent; catalog #: 8546733; lot #: 50793f through 50818f, brand name: coulter isoton 4 diluent; catalog #: 8547148; lot #: 18206f, brand name: coulter lh series diluent; catalog #: 8547194; lot #: 510409f through 510657f and m405237 through m503553. New information about the root cause was completed on 8/12/2015. Root cause changed the 510k from k010765 to exempt to correlate to the product in section d. A recall was completed and an important product notice letter was sent to customers on 09/09/2015. The root cause has been identified as lot to lot variation in the sodium sulfate used in the reagent, which resulted in a compromised white blood cell (wbc) bath in this event. In addition, the investigation found that the root cause identified would not cause or contribute to serious injury or death as the probability of harm per the risk assessment is highly unlikely and not a reportable event.